Event description:
Reporting status: death. Reporting rationale: death. Device issue: none. It was reported that the pt presented with an acute non-st elevation mi. The pt was stabilized with heparin and transferred to this hosp. The left anterior descending (lad) was calcified with mid 70%-80% disease and distal 30%-40% disease. The right coronary artery (rca) was a dominant vessel with proximal 70% stenosis and mid 60% stenosis. Percutaneous coronary intervention of the lad was performed in 2008, and the mid-lad was dilated with a 2.5 x 20 mm balloon catheter, from another company. Two promus stents (3.0 x 18 and a 3.0 x 28 mm) were deployed, overlapping. The distal stent was post dilated with another company's 3.25 x 12 balloon catheter. The final angiography showed 0% residual stenosis and a timi 3 flow. Post-procedure, the pt developed chest pain and a troponin release of 27. He was brought back for a repeat visualization, angioplasty and stenting of the critical rca stenosis two days later, and a 2.5 x 28 mm promus was implanted. The pt was discharged with the event monitor the following day. In the same month, the hospital was notified that the pt had expired. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributed promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The other two promus rx devices are being filed under the same MFR number. Results and conclusion summation: death, as listed in the promus instructions for use (IFU) is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. As there was no reported device malfunction, there does not appear to be any indications of a product quality problem. However, a conclusive root cause for the reported pt effect, and the relationship to the devices, if any, cannot be determined.